Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the battery compartment is cracked. There was no corrosion in the battery compartment or on cap spring. The threads on both the compartment and cap were intact. The battery cap height and width were within specifications. Investigators performed pump rewind, load, and prime with no loss of power. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of power. Opened pump and removed from case. Inspected power circuits with no further defects found. (B)(6).